Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had a communication error and continued to x-ray. The fe reported the system had a communication error but did not produce x-rays. This caused loss of imaging functionality. There is no report of injury or death associated with this event.